Event description:
Information was received from the patient currently receiving intrathecal hydromorphone, bupivacaine, and fentanyl and previously re ceiving prialt (ziconotide) via an implantable pump for non-malignant pain. The patient reported that their handset showed system error please contact medtronic message once in a while. Patient cannot recall what the system error message was. Patient stated that it happened to them twice and most recent was today. Patient stated that it was also taking time to connect the pump. Agent reviewed device function. Agent assisted patient on clearing data and was able to connect to myptm quickly and saw the lockout screen. Patient mentioned that they called before for assistance.

Manufacturer narrative:
Continuation of d10: product ID a820, product type software product ID hh9020tdd, serial# (B)(6), product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.